Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump and 40 units left in the reservoir. Customer's current blood glucose was 165 mg/dl. Customer stated that he went to the doctor to upload the pump and the pump was fine. Customer was explained that recurring no delivery alarms may be due to site, set, or reservoir issues. Customer stated that the tubing is not bent or kinked. Customer stated that they have tried all remedies. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan. Customer stated that the issue happens every 2 weeks since he got the pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.